Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated platelet results while using the cell-dyn ruby analyzer. The customer indicated the patient is known to have thrombocytopenia. The following results were provided (10x3/ul) (reference range 150-450): patient ID: (B)(6), (B)(6) 2016: initial: 122, retest 120 (these results were generated using a cell-dyn emerald and were documented in ticket (B)(4)). The patient was sent to the hospital for repeat testing; a result of 10 was generated using the sysmex xe500 platform. The hospital confirmed this platelet result with a smear review. The patient was admitted to the hospital on (B)(6) 2016. The patients platelet results was 10 in the am. Around noon the patients platelet result had dropped to 7. A transfusion was given on (B)(6) 2016. Post transfusion (10 pm) the patients platelet result was 27 and the following morning ((B)(6) 2016) a result of 47 was generated. The patient was discharged on (B)(6) 2016. On (B)(6) 2016 the patient returned to their doctors office and was tested on the cell-dyn ruby analyzer, generating a result of 113 with a band flag. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Review of the customer provided data did not identify a product issue.tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of cell-dyn emerald analyzer, list number 09h39 was identified.